Event description:
It was reported that the pump was refilled with the wrong drug. The patient was getting morphine 10 mg/ml; the pump was filled with morphine .9 mg/ml and bupivicaine 13.5 mg/ml. The refill had occurred approximately 22 hours prior to the report. The hcp planned to stop the bridge bolus that was programmed, remove the .9 mg/ml morphine and refill the pump with morphine 10 mg/ml. They will then perform a system content removal to remove all the incorrect drug from the system. No patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR: implementation of process improvement.